Event description:
Healthcare professional reported as "system leakage." The leakage is noted at the tubing around the stainless steel connector.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number and serial number provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the implant date, explant date, diagnostic testing or full patient date of birth.